Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The stimulation was in the correct area, just not helping. The system was explanted on (B)(6) 2010.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. The devices were visually inspected and functional testing was performed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Scratches were observed upon visual inspection, device passed testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.